Event description:
It was reported that the patient experienced increased pain following the implant of trial leads. The physician believed that the positioning of the patient during trial and her stenosis contributed to increased pain. The patient had an early lead pull procedure and was doing well postoperatively. The leads removed were discarded by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labelling review: a labeling review did not reveal any anomalies as it states: persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on all available information, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Boston scientific investigation has assigned, a probable cause of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7305143. UDI: (B)(4).

Event description:
It was reported that the patient experienced increased pain following the implant of trial leads. The physician believed that the positioning of the patient during trial and her stenosis contributed to increased pain. The patient had an early lead pull procedure and was doing well postoperatively. The leads removed were discarded by the medical facility.